Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? How much blood did the patient lose? Were any blood products or transfusion required? If so, please explain. Was it necessary to open the patient to control the bleeding? If yes, please explain. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Will the device be returned for analysis?

Event description:
The surgeon had to face with an important bleeding after stapling an artery. According to him the staple line was not consistent on the distal part. A bleeding occurred. He had to control this bleeding with clips. The surgeon placed clips to manage the bleeding. The location of the bleeding was bad as it disturbed the stapling sequence of the mediastinal artery.